Event description:
Pt reported the infusion device displayed an unsolvable e8 power interrupt error. No physiological effects were reported, and the pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested for eval. A preliminary eval of the infusion device revealed e8 power interrupt errors were found in the history. The snap dome of the down button is pressed through due to an external mechanical influence, and this led to an always activated down button and unsolvable e8 power interrupt error messages. Additional info will be submitted when the eval is complete.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.